Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleeding ulcer in the duodenum during a gastroscopy procedure on (B)(6) 2011. According to the complainant, during the gastroscopy procedure, the resolution clip was inserted through the gastroscope and advanced to the target site. The clip opened and grasped tissue; however, as the physician attempted to release the clip from delivery system it would not release and remained attached to the tissue. The physician had to pull both the clip and its delivery catheter from the tissue and removed the entire device from the patient. This manipulation did not result in additional bleeding or tissue damage and the procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was deployed but returned with the device. The sheath grip was detached from the over sheath and there was a kink in the control wire. Additionally, it was noticed that the prongs had an overbite. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A search of the complaint database revealed that no similar complaints exist for lot # 10062207c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Component code 758 relates to device code 2547 for the reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleeding ulcer in the duodenum during a gastroscopy procedure on (B)(6), 2011. According to the complainant, during the gastroscopy procedure, the resolution clip was inserted through the gastroscope and advanced to the target site. The clip opened and grasped tissue; however, as the physician attempted to release the clip from delivery system it would not release and remained attached to the tissue. The physician had to pull both the clip and its delivery catheter from the tissue and removed the entire device from the patient. This manipulation did not result in additional bleeding or tissue damage and the procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleeding ulcer in the duodenum during a gastroscopy procedure on (B)(6) 2011. According to the complainant, during the gastroscopy procedure, the resolution clip was inserted through the gastroscope and advanced to the target site. The clip opened and grasped tissue; however, as the physician attempted to release the clip from delivery system it would not release and remained attached to the tissue. The physician had to pull both the clip and its delivery catheter from the tissue and removed the entire device from the patient. This manipulation did not result in additional bleeding or tissue damage and the procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.